Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the supply pressure sensor did not work properly due to component failure of the circuit board. It is likely gas leakage from the secondary piping was due to damage on the electropneumatic proportional valve unit from stress, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a malfunctioning supply pressure sensor, gas leakage from the secondary piping, and damage on the electropneumatic proportional valve unit. There was no patient involvement.